Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) (B)(4), claimed that the onetouch verio iq meter does not power on with the test strip inserted. The patient manages her diabetes with self adjusting insulin. When the issue began on (B)(6) 2013, the patient managed her diabetes by increasing his insulin dosage from 6 units to 7 units at 8 pm and on (B)(6) 2013, an increase from 8 units to 9 units at 6 am. The patient did not develop any symptoms that would suggest a serious injury at the of concern. During troubleshooting, the power issue was not resolved with training. There was no product misuse. The patient used the correct technique per the instruction for use. The patient confirmed she was using the correct test strips. This complaint is being reported due to the power issue. There was no serious injury involved with the alleged event. The patient was able to manage her diabetes and did not develop any symptoms to suggest a serious injury at the time of concern.

Manufacturer narrative:
The lfs product has not been returned to lifescan for evaluation. If the subject product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.